Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The investigation analysis was completed on (B)(6) 2021. An analysis was performed on the pictures that were provided by the customer. According to picture provided by the customer, blood was observed on the pebax. This could be related to the force readings issue reported. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The catheter was returned to biosense webster for evaluation. Bwi conducted a visual inspection and force test of the returned catheter. Visual analysis of the returned catheter revealed reddish material inside and a hole in the pebax on the smart touch bidirectional sf catheter. Magnetic sensor functionality was tested on the carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. The damage observed on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured according to the procedures. It could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. On other hand, regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially it was reported that every time they would ablate, the force readings of the catheter would display as high on the smartablate generator. The catheter was removed from the patient's body and there was blood on the force sensor of the catheter. The cable was exchanged and the issue persisted. The catheter was exchanged and the issue was resolved. The case was completed without any further incident. The smartablate generator is working per specifications. The sheath brand was a torflex 8.5 fr. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The force high issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The foreign material inside the pebax with no external damage was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2021 there was reddish material inside and a hole in the pebax observed. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2021.